Event description:
Pain management pump infusing fentanyl and ran dry. Was discovered with air in tubing from bag to patient. The air alarm did not sound and was found to be off. Operator error involved as there are three settings on this alarm: on, off and 2mm. It was set in the off position.